Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to determine an exact root cause for the event as reported; however, based on the information provided by the supporting documentation it appears that procedural and/or clinical factors may have impacted on the event as reported. The event date at the time of this report was not available. It was reported that the device is expected to be returned for analysis. If there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the procedure. Medwatch report 2126666-2016-00052 captures the second device. Per email: the device has a peeling of the guide wire puncture needle.

Manufacturer narrative:
Device evaluation: note this report pertains to the first of two devices used during the procedure. Medwatch report 2126666-2016-00052 captures the second device. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged hydro gw std an 180-035 device; returned loaded into a dispenser assembly accompanied by the 12.5cm segment of the detached polymer jacket material, within the opened, labeled mylar/tyvek packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents cut/skive damage with 12.55cm of the polymer jacket material removed exposing the distal 12.50cm of the inner metallic core wire. The skive damage presents a proximal to distal orientation. The specimen also presents a looping bend over the distal 1.90cm of the exposed core wire; consistent with residual tensile strain deformation. The jacket damage presented appears consistent with manipulation of the device within a metal needle. The warnings section of the device instructions for use (IFU) indicates; "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal entry needle or a metal dilator. Manipulation, advancement and/or withdrawal through a metal entry needle may result in destruction and/or separation of the outer polymer jacket requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors may have impacted on the event as reported. The event date and patient information at the time of this report was not available. If there is any further relevant information received, a follow up medwatch report will be filed.